Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm micl 13.7, -16.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced with an incision enlargement intraoperatively. This resolved the problem. Cause of the event is reported as user error. Reportedly, "difficult loading, lens trailing haptic stock under the foam tip plunger. No damage to the eye."

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in liquid in lens vial. Visual observation found lens optic torn and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). H1- in initial MDR and supplemental MDR should be corrected to serious injury. H6-health impact impact: (B)(4) : incision enlargement. Claim# (B)(4).